Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the impedances of this lead are greater than 3000 ohms.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The x-ray images in a.p. Projection taken in (B)(6) 2018 were investigated. The images showed the lead under complaint as well as a nearby dual coil lead, which was most likely the predecessor lead. Based on the available diagnostic images, no damages of the conductors were apparent. However, an interaction of both leads cannot be excluded. Contact of the rv shock coils is likely. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.